Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors (fsrs). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged force sensing resistors (fsrs)/tube misloading sensors is unknown. To correct the condition, the fsrs/tube misloading sensors were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.